Manufacturer narrative:
Based on the claim against the product by the customer noting unable to separate from trocar, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have the main tube broken. A piece measuring proximately 0.070¿ x 0.306¿ was not returned with the instrument. Common causes of this failure mode are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The complaint regarding unable to separate from trocar was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the tip-up fenestrated grasper instrument blade. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument broke and the customer was unable to separate from the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.